Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral, cat#: unknown lot#: unknown, unknown nexgen tibial tray, cat#: unknown lot#: unknown. Initial reporter: young-hoo kim, jang-won park, and jun-shik kim ¿do high-flexion total knee designs increase the risk of femoral component loosening¿ the journal of arthroplasty 32 (2017) 1862-1868. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07229, 0001822565-2017-07230, 0001822565-2017-07231. Product location unknown.

Event description:
It was reported in a journal article that after knee arthroplasty procedures, four superficial infections occurred in patients which were treated with intravenous antibiotics for two weeks. No additional patient consequences were reported.